Event description:
Boston scientific received information stating the lead was explanted due to a lead failure. Hospital- (B)(6) canada lead implant date (B)(6) 2011 lead explant date (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).